Event description:
On october 23, 2006, the lay-user/pt contacted lifescan alleging that his one touch ultra meter would not power on. The medical affairs specialist (mas) mailed a letter to the pt on october 31, 2006, since he could not be reached by telephone on two separate days. The mas also listened to the call between the pt and customer care advocate (cca) to obtain/verify info. The pt was hospitalized in 2006, after receiving surgery for his feet. The pt alleges that he was hospitalized and had to get foot surgery, because of the meter. The pt stated that he was unable to test his blood glucose for sometime before he went to the hospital, because of the power issue. Before he was hospitalized and while he was unable to use the meter, the pt said that at one point, he developed symptoms of feeling nervous and had shaking hands. He was able to test himself with a friend's meter and got "51 mg/dl" at the time. In another instance, he developed symptoms of feeling dizzy and got a reading of "333 mg/dl" on his friend's meter. In one other instance, the pt had high symptoms and called the paramedics. The paramedics obtained a reading of "210 mg/dl" from the pt using an unidentified device. They treated the pt with an insulin shot to bring his blood glucose down. It would have been helpful to know the following info: when the meter issue started, what the pt's medication regimen is, and if he changed or followed the regimen during the time of concern. In addition, it would have been helpful to know when each event occurred while he had high and low symptoms, what his blood glucose readings were in the hospital, what his hospital diagnosis was, and what treatments he rec'd in the hospital. During the call with the customer care advocate (cca), the pt was able to turn the meter on, but it kept giving him an "er2" message that was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test himself, because of the alleged power issue. He suffered from both low and high glucose symptoms, while the meter was not powering on. In one case, the pt required an insulin injection to lower his blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.